Manufacturer narrative:
(B)(4). This complaint is for a report of the tip protector missing on the patient line. The complaint cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10e04108) with no issues noted. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter via email. The hp stated she received a box of peritoneal dialysis cassettes in which the patient lines did not have caps. There was patient involvement but no injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.